Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000 mcg/ml at 700 mcg/day via an implantable pump. The patient¿s medical history included multiple sclerosis. On (B)(6) 2020 it was reported the pump was eroding through the skin. There were no environmental, external or patient factors that may have led or contributed to the issue or diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was the patient was having surgery on (B)(6) 2020 to reposition the pump. Additional information received on 22-may-2020 from the consumer via the company representative reported that the patient¿s pump was close to pushing through the skin. The patient¿s skin was intact but was slightly swollen. The actions and interventions taken was the patient had a pocket revision to move the pump from the abdomen to the right flank. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.